Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 cannulated stick fit hexalobe driver (part number 80-4155, batch number 58988) was returned for evaluation. The returned driver was visually examined. The driver showed a failure pattern. The driver also had a visible, angled approximately 45-degree plane which is relative to the driver's long axis. The surface looked to also have a spiral shape. The observations were consistent with a torsional failure pattern in a brittle material (e.g. A hardened driver tip). The observations also appear consistent with how the incident described the driver tips being used, especially the incident where "excessive force applied" was noted. However, based on the information received and the investigation performed, the root cause could not be determined. Corrected data: investigation findings code (annex c): updated to 3243. Investigation conclusions code (annex d): updated to 4315.

Manufacturer narrative:
Additional information was received on 31 october 2023 indicating the screw size used during the (B)(6) 2023 surgery (event date) was either a mini 40 or 42 screw. It was also reported the 21 september 2023 surgery was the patient's second revision on their mpj fusion, so the patient's "bone was quite hard (per surgeon)". A x-ray was provided and revealed driver tip fragments could be seen distal and medial to the mpj. It was determined that acumed product had not been used for the primary surgery nor the first revision surgery.

Event description:
It was reported during a surgery, the t8 cannulated stick fit hexalobe driver (paat number 80-4155, batch number 589808) tip broke under significant torque. It was also reported the surgeon used a solid core driver to finish advancing the screw. The surgery was completed with no delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2023-00604 for the screw involved in this event.

Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.